Event description:
The bronchovideoscope was returned to the service center with a report of a fuzzy picture. This does not indicate a reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, due to damage on ccd unit and circuit board unit, image noise occurs and the image cannot be seen, and due to damage on s-connector, the image is not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.